Manufacturer narrative:
Batch reviews performed on (B)(6) 2021. Lot 1901318: 125 items manufactured and released on (B)(6)-2019. Expiration date: 2024-may-13. No anomalies found related to the problem. To date, 122 items of the same lot have been sold without a similar reported event.

Event description:
About 2 years after the primary surgery the patient came in reporting anterior knee pain and the cause was unknown. The surgeon revised the insert and the surgery was completed successfully.